Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure, location ¿ unknown') in a female patient who had essure (ess205) (batch no. 625505-inv, 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight: 130 lbs. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain ("pain"), arthralgia ("pain/ bilateral hips") and abdominal pain ("pain/ abdomen"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, arthralgia, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, vaginal discharge and weight decreased outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date 2002 was given initially, but in current pfs (B)(6) 2004 was given. Discrepancy noted as essure insertion date (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Lot number reported (625505) is invalid. Lot number: 624303, manufacturing date: 2007-04, expiration date: 2009-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure, location ¿ unknown') in a female patient who had essure (ess205) (batch no. 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight: 130 lbs. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain ("pain"), arthralgia ("pain/ bilateral hips") and abdominal pain ("pain/ abdomen"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, arthralgia, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, vaginal discharge and weight decreased outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date 2002 was given initially, but in current pfs (B)(6) 2004 was given diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure, location ¿ unknown') in a female patient who had essure (ess205) (batch no. 624303-l,625505-r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight: 130 lbs. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain ("pain"), arthralgia ("pain/ bilateral hips") and abdominal pain ("pain/ abdomen"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, arthralgia, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, vaginal discharge and weight decreased outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date 2002 was given initially, but in current pfs (B)(6) 2004 was given. Discrepancy noted as essure insertion date (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: mr received. Lot number was added. Reporter's information was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure, location ¿ unknown') in a female patient who had essure (ess205) (batch no. 625505 inv, 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight: 130 lbs. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain ("pain"), arthralgia ("pain/ bilateral hips") and abdominal pain ("pain/ abdomen"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, arthralgia, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, vaginal discharge and weight decreased outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date 2002 was given initially, but in current pfs (B)(6) 2004 was given. Discrepancy noted as essure insertion date (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Lot number reported (625505) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure, location ¿ unknown') in a female patient who had essure (ess205) (batch no. 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Current weight: (B)(6). On (B)(6) 2004, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain ("pain"), arthralgia ("pain/ bilateral hips") and abdominal pain ("pain/ abdomen"). In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, arthralgia, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, vaginal discharge and weight decreased outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date 2002 was given initially, but in current pfs (B)(6) 2004 was given. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received: case became valid and incident. Injury nos was replaced with new events- migration of essure, location ¿ unknown, dysmenorrhea, menorrhagia, vaginal bleeding, fatigue, vaginal discharge, weight loss, pelvic pain, abdominal pain, bilateral hips pain. Lot number, events onset date, lab data, reporters, patients dob, demographics, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.